Manufacturer narrative:
The suspect device was returned and evaluated. During visual inspection, the right plunger case and battery door were found cracked; and the tamper sticker was observed broken / void. Review of the event history log confirmed the error had occurred. The error was duplicated through testing. Inspection found the leadscrew nut loose and the carriage nut too tight - factory specification is 0.002". The pump was repaired; the nuts were tightened to specification. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
User facility reported the pump error, "check clutch" during device use. Reporter indicated that the event did not cause or contribute to any adverse health effects.